Event description:
During the primary spine surgery, while the surgeon was tightening the anti back out lag cover plate, the surgeon thought he had locked the plate. The surgeon then removed the plate holder along with the driver and the surgeon then noticed that the antibackout cover plate was still attached to the plate holder. The surgeon also observed that the top of the screw had broken off from the threaded portion. The surgeon left the threaded portion of the screw in the plate and continued with the case. No posterior fixation performed.

Manufacturer narrative:
Batch review performed on 08-mar-2023 lot 2220027: (B)(4) items manufactured and released on 21-oct-2022. Expiration date: 2027-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another reported event on the same lot. Note: recall is on going.

Manufacturer narrative:
Visual inspection performed by r&d project manager ref. (B)(4) mectalif ant - lag plate flush h12 mm lot. 2220027. The fixing screw of the cover plate is broken. Analyzing the breakage surface with a microscope and comparing it with the fracture surface of a tested screw of the same batch, the following root cause can be identified: when specific combinations of geometrical conditions meet, the protrusion of the fixing screw inside the lag flush plate is longer than the depth of the female thread, causing the screw to stop advancing during tightening and be consequently stressed under torsion instead of traction. Modification of the implants will be made under mr 038-23, to prevent the occurrence of this issue.